Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: the patient underwent a fusion in which rhbmp-2 was used. Post-operative the patient underwent CT of lumbar spine due to post-op pain. Conclusion: interval anterior inter-body fusion and posterior lateral instrumental fixation at l4-l5 and l5-s1. Query prior laminectomies and transforaminal lumbar inter-body fusion. No hardware failure; expected post-operative findings; minimal central spinal stenosis at l3-l4; anterolisthesis and moderate right neural foraminal narrowing at l4-l5; 5 mm retrolisthesis and moderate to severe bilateral neural foraminal narrowing at l5-s1. The patient then underwent post-op lumbar spine radiographs. Impression: interval post-operative changes at l4 through s1 without evidence of immediate complication. The patient also underwent c-arm fluoroscopy. Impression: c-arm fluoroscopy provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.